Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump and changed pump supplies. Tandem technical support instructed the caller to disconnect, load a new cartridge, and successfully deliver a 9-unit bolus. A one-time pump replacement was sent to the customer.